Event description:
Event description this device was returned to boston scientific due to pocket migration/erosion. There were no allegations or complaints against the device. Subsequently, this device was pulled from archive for further analysis testing.